Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from the consumer with supplemental information by a nurse in the USA of peritonitis, edema and fluid overload in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following information was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6)2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient did not know what caused the peritonitis. On (B)(6) 2012, the patient had edema and fluid overload and on the same day the patient was hospitalized for the events. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event. The peritonitis, edema and fluid overload were unrelated to a baxter devices, disposables, or solutions.

Manufacturer narrative:
(B)(4). Additional information:the problem was not confirmed and the cause of the peritonitis could not be determined, as no device malfunction or use error was identified during the report.

Manufacturer narrative:
(B)(4). This is report 2 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12g23052. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.